Event description:
It was reported that during insertion of the iab, the balloon did not appear to be inflating properly. Because of this, the iab was removed and replaced without any patient complications.